Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had a skin irritation. The patient's husband reported that the patient had a rash that was under the lifevest but also extended to other parts of her body. The patient went to the physician who gave her a shot of benadryl. Follow-up indicated that the rash had healed.